Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented for normal device change out due to eri, externalized conductors were observed. Increased pacing lead impedance was also noted. The device was re-programmed and the patient will be monitored.